Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak of clear fluid dripping from the manual probe rinse block of the coulter lh 500 hematology analyzer. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the probe was squirting out diluent when switching from primary to secondary mode. The fse replaced pinch valves pv14 and pv15 to resolve the issue.

Manufacturer narrative:
(B)(4).